Event description:
Preparing for a cranial case, turn robot on, and not getting past the excelsius gps home screen. Tried restarting and power cycling, unplugging for multiple minutes. Have not been able to get past it.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation could not identify a root cause as case logs from the system were not submitted for review. A work order was created to dispatch a field service engineer onsite and replace the computer module. The system was confirmed to be functional afterwards. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.